Manufacturer narrative:
Results: loose wire.

Event description:
It was reported by service report that there is no power to the auxilliary outlet. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.